Event description:
Following a transapical tavr procedure, the patient was taken back to or due to increased chest tube output and unstable bradycardia. As reported, the patient had a 23 mm sapien valve placed via transapical approach. The patient left the procedure in stable condition. Two hours post procedure, the patient was taken back to the or due to excessive chest tube output. It was thought that the bleeding was from the apex. The patient underwent evacuation, and exploration of the chest for a source of bleeding to provide hemostasis. No major source of bleeding was found. The blood was evacuated and hemostasis of small areas was maintained. The heart pericardium and pericolic contents were explored without any abnormalities for the postoperative situation noticed. The rest of the hemithorax was explored. There was some minor hematoma in the anterior mediastinal tissues, but no active hemorrhage. There was a large amount of blood in the left chest which was evacuated. The chest wall was inspected without any ongoing hemorrhaging points. A small hematoma around the descending aorta was explored without any aortic abnormalities seen. The chest tube site was explored without any ongoing bleeding. The chest incision was expanded laterally and there were no ongoing arterial bleedings in the chest wall. The patient was transferred back to the intensive care unit in critical but stable condition. During the hospitalization the patient also had a thoracentesis for right sided pleural effusion. The patient was discharged to a rehab facility post op day 8.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the bleeding is unknown, however, the procedure itself, as well as patient factors such as patient's age ((B)(6)) and female gender, and use of plavix may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.